Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1xyqk, implanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the lead hits the nerve in a different location than the temporary one did - which was perfect. The patient had tried repeatedly by changing the programs and increasing the number (?) Over and over and over and over. The cause of the location of the lead never seems right was undetermined. It does not hit the nerve (?) In the same place the temporary one did. The patient had spoken to their doctor and they said it was in the correct location, but it does not work effectively to help with the patient's overactive bladder. The patient wrote, "the device works - sending nerve 'twitters' and of course, if it's too high - it hurts. I have daily - for months - increased the power - going higher everyday - to no avail. I try a different program - doing the same thing - same result. Similar to albert einstein - 'the definition of insanity is doing the same thing over and over again, but expecting different results.' I believe this device has caused me to have a huge feeling of insanity. I hate I had this done. The money that's been spent could purchase a lot of depends. I'm tired of this physical condition I did the surgery and nothing positive at the end of each day! I spoke and met with manufacturer tech many times and we tried different programs with him having access to get different programs on the 'phone unit' - again to no avail. When he left my area, he provided me with a new technician name # telephone. There are only so many ways you can try to 'reinvent the wheel.' I am simply tired of trying. The temp unit was awesome. For 2 wks - I had a regular bladder. What is wrong with the permanent one?"

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28, (lot: va1xyqk); product type: 0200-lead; implant date (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that device was implanted and the location of the lead never seemed right and did not work. Patient went to the doctor's office and had adjustments made, but the device never seemed to help thier symptoms. The device is turned off.